Manufacturer narrative:
Product event summary: at analysis it was noted that the device was received in good cosmetic and mechanical condition and it passed its incoming test on the automated test console, however it was noted that the battery contacts were contaminated. The main board was calibrated and the battery contacts were cleaned. It passed its final functional test on the automated test system. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator which was returned for preventive maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.